Event description:
It is reported that patient underwent total hip arthroplasty on (B)(6)2007. It is also reported that post-op, patient experienced pain and loosening. Patient has not been revised.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed.

Manufacturer narrative:
Additional information was received on june 25, 2015. The devices were returned and the result of the visual examination has been made available. Scratching present on the porous coating of the durom acetabular. Chippings present on rim segments d and e of the durom acetabular component. Scuffing present on the articular surface of the durom acetabular component scratching present on the articulating surface of the metasul ldh large diameter head large scratches present on the neck of the neck connector third body material present of the face of the post of the neck connector. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as re-closed again.